Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, (B)(6) 2002; 4194-88 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported by the caller that the patient claims the device was toning despite the fact the alerts were turned off. The device remains in use. No patient complications have been reported as a result of this event.